Manufacturer narrative:
Concomitant product: product ID 97740, serial # (B)(4), product type programmer, patient. The programmer was evaluated, the ins is still in use. Analysis of the programmer, patient (B)(6) found no defects or nonconformances. The allegation of a defective digital board was unsupported. All device and patient codes are for the ins.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that when the patient turns on the ins, it immediately goes to a very high output setting. It was stated that the ins will do this even when set at 0 volts, and will suddenly "jump all the way up." The patient alleged that during that call he was sitting, holding a tablet computer, and did not move but stim suddenly went from 2.5 to 3.8 volts. The patient stated adaptivestim is on. Patient denied falls or trauma related to the event. It was reviewed that adaptivestim could be the issue and the patient should try turning it off. The manufacturer's representative (rep) may also be able to adjust sensitivity. The patient stated that he thinks it is the patient programmer, and he would like a new one. He alleges his current one has a defective digital board. Patient was issued a new programmer and told to call back if the problem persisted. The patient called back and stated the new programmer did not fix the problem. The patient alleged the ins is still changing settings randomly. The ins is also changing stim speed and he is getting "jolts", as well as stim in his buttocks. He claimed the rep thought it was a lead issue and recommended an MRI but the patient's healthcare provider (hcp) declined to authorize the study. It was reviewed how the programmer works and why the programmer did not fix the problem, as these issues are indicative of an internal device malfunction. It was asked if device impedances were checked and the patient did not know. It was reviewed that this can help troubleshoot, it was also emphasized that it is not the purview of the manufacturer to make or influence medical decisions. The patient later called back and clarified the event date. He stated that he will turn stim off and confirm with the programmer, when he later feels stim he will interrogate the ins, and the programmer will show it is on; this has happened in both sitting and standing positions (making dinner and lying on the couch). The patient verified there were no major emi sources in his home. The patient stated though that there were no recurrences when he had adaptivestim off. The patient was advised to document the conditions surrounding any unexpected change in stimulation. The patient also clarified the date of the change in stimulation coverage as (B)(6) 2016. He stated the stim was previously in the target area before moving into his buttocks. The patient stated he has a bad leg, and it gives out on him at times. The patient stated he has fallen due to this, but he does not think it was hard enough to damage the system. He also stated that sometimes when stretching he pulls on his leg hard enough to cause pain. He restated that his hcp declined to order an MRI. It was reviewed that that there are other types of imaging that could verify placement. The patient stated that the stretches he does were given to him by a physical therapist and he was told they would not affect the device. The patient also said after he got off the phone he began charging the ins after adjusting stim to where he wanted it, and after 20 mins he stopped feeling stim. He was able to verify stim was on with the recharger. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.